Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during navigation. It is unknown how large or in what direction the inaccuracy was. This was a trauma case. The surgery was aborted due to an unspecified patient issue. There was no known impact on patient outcome. The extent of surgical delay (if any) is unknown.

Manufacturer narrative:
H3, h6: no parts were received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable. B3: event date is approximate. Month and year are confirmed valid. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735740, software version: 2.1.0. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: updated d4 and e1. H3, h6: the system was serviced in the field by a medtronic representative. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that there was an alleged inaccuracy during navigation. It is unknown how large or in what direction the inaccuracy was. This was a trauma case. The surgery and medtronic imaging were aborted. The case was cancelled due to patient issue unrelated to the imaging system. There was no known impact on patient outcome. It was reported that the surgery was aborted due to patient having an unstable airway. An additional surgery was done. The physician said the amount of inaccuracy was 3 to 4mm depth wise only, x and y were accurate. It was reported that the "patient having an unstable airway" was related to the trauma. It was not related to medtronic devices. Anesthesia was having a difficult time keeping the airway open with the patient prone.

Manufacturer narrative:
H2 correction: b5 rewritten to reflect medtronic imaging aborted and the case was cancelled due to patient issue unrelated to the imaging system. Imf code f1906 added to reflect medtronic imaging aborted. H2 additional information: updated b3 date valid and b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.